Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per the parent, there was a decline in hearing performance with the device observed in mid-august 2023. In addition, a head trauma was reported. The user was re-implanted on (B)(6)2023.

Event description:
Per the parent, there was a decline in hearing performance with the device observed in mid-august 2023. In addition, a head trauma was reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Per the parent, there was a decline in hearing performance with the device observed in (B)(6) 2023. In addition, a head trauma was reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.